Event description:
As reported by customer, during procedure involving balloon inflation, the gauge on the inflation device failed to move above 20 atm. There was no pt injury. The device was replaced and the procedure completed with another encore inflation device. The used device will be returned for evaluation.

Manufacturer narrative:
The device has been returned to the MFR, however, the device evaluation is not yet complete. Upon completion of the investigation a supplemental medwatch will be submitted. The reported event is not occurring more frequently or with greater severity than is usual for the device.